Manufacturer narrative:
(B)(4). Evaluation summary: as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, as no sample was returned for evaluation. Therefore, the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer from (B)(6), of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin 2 gm and tobramycin 20 milligram (frequencies and route were not reported) for peritonitis. The patient was recovering from this peritonitis event.